Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer went to the emergency room and was subsequently hospitalized with a blood glucose level of 498 mg/dl with swollen eyes and kidney damage. The customer had a stroke due to the high bg, the customer was released from the hospital on 08/30.